Event description:
Event description guidant received information that these coronary sinus leads were not used due to placement difficulty. The physician elected to implant a left ventricular (lv) epicardial pacing lead. During attempted implant of the cardiac resynchronization therapy-defibrillator (crt-d), a high, out-of-range lv impedance was measured. It was discovered that the high impedance was due to a lv setscrew that was stuck in the up position. A new device was implanted. Later, it was reported that both atrial and ventricular impedance (nonguidant leads) had increased out-of-range. There was associated noise on both leads and loss of atrial capture. No adverse patient effects were reported. An invasive examination revealed that the leads had not been completely inserted into the device header. They were reinserted and the issues resolved.

Event description:
Boston scientific (formerly) guidant received information that these coronary sinus leads were not used due to placement difficulty. The physician elected to implant a left ventricular (lv) epicardial pacing lead. During attempted implant of the cardiac resynchronization therapy-defibrillator (crt-d), a high, out-of-range lv impedance was measured. It was discovered that the high impedance was due to a lv setscrew that was stuck in the up position. A new device was implanted. Later, it was reported that both atrial and ventricular impedance (nonguidant leads) had increased out-of-range. There was associated noise on both leads and loss of atrial capture. No adverse patient effects were reported. An invasive examination revealed that the leads had not been completely inserted into the device header. They were reinserted and the issues resolved. Device was removed approximately (B)(4) years after this event with no allegations from the field and returned for analysis.

Manufacturer narrative:
To date, guidant's resources indicate that the products remain actively implanted. Event details will be updated should more information become available. Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. Microscopic visual inspections noted no irregularities. All seal plugs intact and all setscrews moved freely and operated normally. An engineering-level longevity prediction calculation was used to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicate that the actual rate of battery depletion fell within an acceptable range. Battery consumption was compared to actual clinical usage and a normal current condition was verified. Next, a series of diagnostic tests were conducted to verify the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction and functionally passing all returned product testing, we have concluded that this device experienced normal battery depletion.